Manufacturer narrative:
This report is for the 2nd in-stent thrombosis. Subject device remains implanted.

Event description:
It was reported that following percutaneous transluminal angioplasty (pta) procedure in the internal carotid artery, acute occlusion occurred. A second pta procedure with another balloon and stenting with the subject stent was performed. In-stent thrombosis occurred. Pta was performed two times as well as injection of antiplatelet and anticoagulant agent. 5 months later on (B)(6) 2015, a 2nd in-stent thrombosis with decreased blood flow occurred resulting in an asymptomatic cerebral infarction. However the additional treatment was not done. This report is for the 2nd in-stent thrombosis.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis and stroke are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Expiration date: added; manufacturing date: added.

Event description:
It was reported that following percutaneous transluminal angioplasty (pta) procedure in the internal carotid artery, acute occlusion occurred. A second pta procedure with another balloon and stenting with the subject stent was performed. In-stent thrombosis occurred. Pta was performed two times as well as injection of antiplatelet and anticoagulant agent. Five months later on (B)(6) 2015, a 2nd in-stent thrombosis with decreased blood flow occurred resulting in an asymptomatic cerebral infarction. However the additional treatment was not done. This report is for the 2nd in-stent thrombosis.